Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in poor condition due to fluid ingression and physical damaged. The technician filled water into reservoir tank, installed temperature check, installed f-30 gas vent filter onto air detector, which attached to filter holder interlock switch. F-30 disposable filter onto block 4 air detectors were installed.. Device was powered on and recirculating water temperature to 42.3 to 43.0 which was out of tolerance. The back panel was removed for further investigations. During visual inspection it was discovered that water leaked from the return tube, and damaged multiple internal components. The technician then powered on the device and there was an air in line alarm. There was fluid ingression leaked inside and damaged sensor board and control board. The reported issues were confirmed. The root cause of the reported issue was found to be water leaked from the return tube, which damaged multiple internal components. The fluid ingression leaked inside and damaged sensor board and control board. This was due to design. The technician replaced main printed circuit board (pcb), top and bottom thermistor. Replaced air bubble sensor, sensor board, and control board. A corrective and preventative action has been opened to address the reported issue. A supplier corrective action request has been opened to address the reported issue

Event description:
It was reported that the device needs calibration and there was and air in line alarm on air detector. No patient injury were reported.